Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment and the recipient's status were unsuccessful. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing an infection and device extrusion. Revision surgery is scheduled.